Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer stated that the insulin pump alarmed threshold suspend. Customer stated the pump was exposed to an MRI. Customer's blood glucose reading at the time of the incident was 27 mg/dl. Customer's current blood glucose reading is 66 mg/dl. Customer was admitted as an inpatient for medical treatment. Product is not being returned or replaced.